Event description:
Overdelivery reported. The pump was set to infuse 420 ml of liposyn 20% at 35ml/hr over 12 hours. The pt reported that after approx 1.5 hours. "Almost all". Of the infusion container had delivered. There was an unspecified amount remaining which the pt discarded. The pt did not experience any adverse effects from the event. The pump was switched out.

Manufacturer narrative:
Upon receipt and analysis of the device history log, it was discovered that an unresolved air-in-line alarm had occurred. The customer was apprised of the printout and they obtained clarification of the event. The pump completed 10hrs 49 min of infusion when the alarm occurred on 11/29/96. The pt could not resolve the alarm, but he did not call for assistance and did not turn the device off. He allowed the device battery to run out which was verified by a power loss alarm in the history. The next day, he replaced batteries and cleared error 143 and 115 alarms, then reset for new container and accepted a prompt to "complete infusion". The device saves the previous events, and due to the acceptance of the complete infusion prompt, the device infused the remaining program left after the air alarm had occurred. This was the approximately 1.5 hours initially reported. The pump delivered accurately for the 1.5 hours of the previously programmed settings, and stopped when the program was completed. The pt did not reset the program for the remaining amount. The pump infuses within system accuracy during testing procedures. The device history explains the sequence of events and the programming error. The event led to an underdelivery, not an overdelivery as originally reported.